Event description:
The implant failed due to patient bone condition. The implant was placed at tooth #1. Poor oral hygiene. Traditional 2 stage. Bone grafting material used.

Manufacturer narrative:
According to our investigation, there was no discrepancy with our product.